Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for spinal pain. The patient called in and asked if there's recall on his pump. It was reviewed that if there's any notification on his device his health care professional is notified and they in turn notify the patient. It was also reviewed that the patient's pump was recently implanted and there's no recent field actions on the device and that patient should follow-up with his health care professional if he has concerns about his pump being on a recall. The patient then stated that "I've got a pump in me that's not working." The patient had to get off the phone to call his health care professional. There were no symptoms reported